Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event occurred two weeks prior. (B)(6). (B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set had a broken side clamp. This occurred during set load when attempting to remove from the keyhole of spectrum pump. There was no patient injury or medical intervention associated with this event. No additional information is available.